Event description:
Workhorse balloon ruptured when inflated to 25atm. When attempting to remove ruptured balloon back through sheath, workhorse caught in sheath and broke in shaft proximal to proximal ro marker.